Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis. A review of the rezum IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. An evaluation conclusion code of no problem detected of the device was assigned to this investigation.

Event description:
It was reported that the generator was giving the error message "delivery device is expired." The unit was rebooted and the device was reinserted. The message still persists. They did not have another delivery device. The procedure was aborted; there was a patient involved at the time the procedure was cancelled.